Manufacturer narrative:
Pt data is not currently available.

Event description:
The hospital reported that when the ivent was placed on a pt, the tidal volume display indicated more than 1000 ml. The pt underwent a lung injury as a result. Attempt to obtain add'l info regarding the case, the pt, and extent of injury has been denied by the hospital. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.